Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinicians were having overfill/underfill problems. Per customer, " I had a patient today, that was receiving docetaxel over 2 hours. The start time was 1512 with a stated volume to be infused of 282.5. The drug finally cleared the chamber and was ready to start the 30ml flush at 1727 with a total volume of 313.0 infused." There was patient involvement but the impact is unknown. Although requested, additional information was not provided.